Event description:
Boston scientific received information that this left ventricular (lv) lead and competitor device had gradual increase of pacing lead impedance measurements up to 2700 ohms. There were also high pacing threshold measurements and loss of capture (loc). They will be getting chest x-ray and will likely bring the patient back for evaluation. Additional information was obtained and indicated that the chest x-ray was inconclusive and the root cause was not determined. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.